Manufacturer narrative:
The fse evaluated the device onsite and determined that the defibrillator measurement test showed an impedance value of 39 due to a defective capacitor. As a result, the fse replaced the capacitor to resolve the issue. After that, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device testing failed.

Manufacturer narrative:
Phone number: (B)(6).